Event description:
It was reported that the reporter saw a different screen on the patient programmer when trying to use it for the patient. The reporter saw a ¿call your doctor¿ icon and warning screen with a triangle in the corner. The reporter also saw a power on reset (por) condition. The reporter was the clinician but did not have a clinician programmer in house. The reporter intended to make arrangements for the representative to see the patient or get a clinician programmer for the office. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. Product ID: 3889-28, lot# va08t0b, implanted: (B)(6) 2013, product type: lead. (B)(4).